Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's interface board was replaced to address the issue.

Event description:
The received info from a third party service center alleging a ventilator's remote alarm connector was not working. There was no harm or injury reported.